Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 3/12/2018. The UDI has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the metal shavings came out of the surgical impactor device when it was misfiring. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that metal shavings and miss-firing were not noted during the diagnostic assessment. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the anvil was visibly broken, and the anvil and lock collar were not functional; broken and loose. During investigation, it was observed that the unit most likely used other than designed. Upon review of the demo used from the field representative, a rigid test fixture for the device training was used. It was determined that the device had been proven to damage anvils and lock collars. It was determined that the issues were consistent with misuse of the device. It was further determined that the damaged anvil was related to a design issue. The assignable root causes were determined to be due to user misuse and design issue. The issue related to the design has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.